Manufacturer narrative:
In response to the customer complaint biomérieux completed an internal investigation. Review of the customers data determined the customers spot preparation was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Additionally the customer¿s vitek® ms was overdue for preventative maintenance at the time of the misidentification. On 30jul2020, after the issue occured, a new fine tuning was performed and also verified again on (B)(6) 2020; the fine tuning status was "good". The customer's vitek® ms is performing as intended.

Event description:
A customer in (B)(6) notified biomérieux of the misidentification of a patient candida albicans isolate as malassezia furfur in association with the vitek® ms instrument (ref. 410895, serial number (B)(4)) using knowledge base (kb) 3.2. The customer initially tested the patient isolate using the vitek® ms instrument, and obtained a single choice identification of malassezia furfur. A reference laboratory also tested the patient isolate and obtained an identification of candida albicans. The customer confirmed the misidentification resulted in no adverse impact related to the patient's state of health.